Event description:
It was reported that during use of the cassette a no disposable alarm occurred. Per reporter troubleshooting was performed as a possible reason for the alarm was that a portion of the cassette's internal bladder was coming up through the corner and may have been interfering with the pump's sensor. The patient used a pen or pencil to push the portion back to allow the cassette to be flush against the sensor which resolved the alarm. It was reported the issue also occurred in the morning. Per reporter patient had additional cassettes to switch to to continue their life sustaining infusion. Infusion continuous, set flow rate and volume delivered unknown. The position of the pump when the alarm occurred is unknown. Patient reported to be hospitalized due to an intravenous-line infection, site was red with a little puss coming out of line. No adverse patient effects were reported related to the no disposable alarm.

Manufacturer narrative:
Other, other text: as no lot/item number provided: d4 (catalog number, lot number, expiration date, UDI), g5, h4 are unknown. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a device history record (DHR) could not be conducted.